Event description:
Received repaired triple channel infusion pump from baxter authorized repair facility. The master software had been upgraded. No notice from baxter of any software upgrade,no external indication that software had been changed. Software, used to be verion 4 .o2 master software, now is 5.03. Tried to get info from baxter as to what they had changed. Unable to get a consistent answer from tech support line. Unable to get any hard copy of changes because they were unavailable to the public at this time. Through this process, discovered that approximately 60 of hosp infusion pumps have already been upgraded. Changes noticed so far are drug library changes, "cloning" ability changes cross software versions. And manual tube release knob instructions for free flow security. Advance notification would aid in identifying user training issue, and possibly biomed programming software changes.